Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was 1 power on reset (por) for write to locked ram, addr 28c7, data 06, on (B)(4)-2011 08:15:02 and 1 patient alert for por on (B)(4)-2011 07:15:02.

Event description:
It was reported by the patient the device was beeping. It was determined there was a power on reset. The patient is receiving radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.